Manufacturer narrative:
A ge service rep informed the customer that no x-rays were being generated when the system locked up. The failure could not be duplicated. The generator drive board was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system locked up and the exposure continues even after the button had been released during a case. No pt injury was reported.